Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted the device has been discarded.

Manufacturer narrative:
This report is for an unknown screwdriver shaft/unknown lot. Part and lot number are unknown; UDI number is unknown. It is unknown if the complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported on (B)(6) 2019 during an unknown procedure, the holding sleeve with thread were jammed with the outer sleeve for holding sleeve. A screwdriver shaft was also worn out and no more screws could be inserted. It is unknown how the procedure was completed. There was no surgical delay nor patient harm reported. Patient and procedure outcome were unknown. Concomitant device reported: locking screw (part unknown, lot unknown, quantity unknown) this report is for an unknown screwdriver shaft. This is report 3 of 3 for (B)(4).